Event description:
The reason for call was patient got a vigilance follow up letter today and said that the ins was explanted and only lasted from 2023-2025. Pt said their hcp told them it was their fault and pt said the letter said the manufacturer wanted the product back, but pt was confused at how they can do this. Pt mentioned they are "like a jigsaw puzzle" and asked what compensation looked like. Agent tried to transfer patient to restore trained agent but patient disconnected call. Hcp not asked because patient disconnected call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins did not really work for them, and the battery of the ins did not really last long. The patient's entire system was explanted in 2017.

Manufacturer narrative:
B3/d6b: these dates are inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.